Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rising to 400 mg/dl. Customer reported their blood glucose declined to 380 mg/dl after a bolus delivery. Customer reported their current blood glucose was 322 mg/dl. The customer also reported they have changed their infusion set three times. Customer also reported an absence of no delivery alarms. Customer reported the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their set, reservoir and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.